Manufacturer narrative:
Information has been requested but unknown at this time. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the single use distal cover remained in the patient when the duodenoscope was retracted. The distal cap was recovered with the aid of a gastroscope and foreign body grasping forceps. The device was broken at the predetermined breaking point. The event occurred during procedure and there was no patient harm or user injury reported due to the event. This report is related to patient identifier (B)(6) for the evis exera iii duodenovideoscope used.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility confirmed they have a training activity for personnel regarding the handling of the maj cover. Training includes a review of the instructions for use (IFU). They have never noticed a crack on the cover before attaching it to the scope. Furthermore, it was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their original packaging until time of use.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to h6. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h1412 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. From the information provided: ·the recovered cover was damaged. ·the tip cover was properly attached to the scope before use. The following information could not be obtained from the user: ·presence or absence of anti-fogging agent ·presence or absence of chemicals such as lubricants. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: ·chemicals such as anti-fogging agents adhered to the cover, causing damage due to chemical attack, making it easy for the cover to come off the scope. ·by pushing the cover diagonally when attached to the scope, the cover was damaged, making it easy to remove the cover from the scope. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected data: b1, h1. New information added to h4, h6, and h10. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record of this lot found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the root cause is as follows. -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The event can be detected/prevented by following the instructions for use which state: "never use a distal cover with cracks or pinholes. Replace it with a new one. If a distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the distal cover with cracks may cause patient injury due to sharp edges." "Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g.,vaseline) to the distal cover or the endoscope. These products may cause cracks in the distal cover. If a distal cover with cracks is used, it may cause patient injury such as: -thermal injury from electric current leaks when performing high-frequency cauterization treatment. -damage or cuts to the mucosal membrane from sharp edges due to the cracks on the distal cover." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(6).